Event description:
Customer states the pins on the attendant joystick were burnt. He was replacing the joystick and it was something he noticed. No reports of injury and the chair never malfunctioned.